Event description:
The customer reported the ventilator backup battery alarm was sounding during ventilator operation. The customer reported the unit was in use on a patient and there was no patient harm. During evaluation, the manufacturer's field service engineer reported the battery charging led was blinking while the device was plugged into ac power. The service engineer reported when ac power was removed the low battery led would light. The service engineer replaced the power supply to address the findings and reported problem. Applicable final testing was performed to operating specifications.

Event description:
Factory analysis of the returned power supply revealed a bridge rectifier short that resulted in the reported power issue. Evaluation of the component noted heat related damage. The failure as noted may result in a loss of ac power during normal ventilation operation. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.

Manufacturer narrative:
Supplemental report. Bridge rectifier.